Manufacturer narrative:
The events occurred on unspecified dates between 2012 and 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced ¿many episodes of abdominal cavity infection¿. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. Treatment and action with pd therapy were not reported. At the time of this report, the patient was recovered from the events. No additional information is available as the reporter declined follow up.